Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with cystoscopy and laparoscopic tubal ligation in order to treat stress urinary incontinence and undesired fertility. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent removal of eroded mesh on (B)(6) 2005 and (B)(6) 2005. It was reported that on (B)(6) 2006 the patient underwent revision of transvaginal mesh. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that the patient underwent revision of transvaginal tape on (B)(6) 2005. No additional information was provided.